Manufacturer narrative:
Sample information was not provided qc and calibration faxed by the customer appeared within acceptable range. Service was not dispatched since this is a reagent issue. This is a reagent issue.

Event description:
A customer contacted beckman coulter inc (bci) in regards to erroneous positive rheumatoid factors (rf) results generated by unicel dxc 600 pro chemistry analyzer using rf reagent lot m007324. The erroneous results were reported out of the laboratory and questioned by the physician. Customer indicated that patients had been referred to a rheumatologist. No other patient treatment information is known.